Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 595 mg/dl, the elevated bg was addressed by a correction injection via manual insulin therapy.